Event description:
Event description cpi received information that this patient's implantable cardioverter defibrillator was removed because the battery was at normal eri. The chronic lead system was also removed and capped. At this time the physician noted the large patch lead (0041) was fractured. The lead system was replaced with another cpi lead.